Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The detachable battery was replaced on the device. There were no other faults found on the device and the device passed all testing.